Manufacturer narrative:
Manufacturer's investigation conclusion: the report of percutaneous lead outer jacket damage cannot be confirmed. Reportedly, the patient had a worn percutaneous lead and it was communicated that a clamshell repair may be needed to maintain the integrity of the external percutaneous lead. No alarms or patient issues were noted. The clinical consultant reported that the patient¿s lead was taped on (B)(6) 2019 and was in good condition. A clamshell was not needed. The patient remains ongoing on vad support. No product available for investigation. The heartmate ii lvas IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. The heartmate ii lvas patient handbook contains a section on ¿caring for the percutaneous lead¿ ¿ however, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 6 years 2 months 11 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2102. It was reported that the patient had a worn driveline. The clinician communicated that a clamshell repair may be needed in addition to the re-taping of the external driveline to maintain integrity of the external driveline. No alarms or patient issues were noted. The account communicated that the patient's driveline was re-taped on (B)(6) 2019 and is in good condition. A clamshell wasn't needed. No additional information was reported.